Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 3 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used. The root cause of this issue on a galileo unit was determined to be due to a defective power supply. There was no patient or user harm.

Event description:
He rest of galileo unit could function normally, but only on batteries, as the power supply mains led indicator is constantly in off state, no matter if we connect the unit to an active mains outlet. The cable and the fuses were found to be ok. It looks that the unit could function for as long as the batteries charge would last, and no recharge comes for them. The unit is out of use for now.